Event description:
The customer observed falsely elevated ca19-9 results when architect ca19-9 xr lot 10040m500 was in use. The customer provided an example of elevated results in u/ml for sid (B)(4): 249.55. Retesting with reagent lot 12343m500 generated results of 151.3. The customer stated controls were acceptable and no architect errors were produced when elevated results were generated. Troubleshooting of the issue was done by performing checks of the architect, however, the issue was resolved with a different lot of reagent. The falsely elevated results were not reported out the lab, therefore, there was no impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.